Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported the pump was hot to touch while charging the pump. The customer¿s blood glucose was 119 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.